Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR.# 9616680-2010-00779.

Event description:
Pt presented with pain. Surgeon though pain was associated with iliopsoas tendon and cut it earlier this year. Pain returned and hip was injected for bursitis. Again pain returned hence revision. Exeter stem very difficult to remove from cement mantle despite removal of cement proximally. Stem removed purely for access to acetabulum, as the surgeon recognized the cup was not medialised initially. On looking at stem on retrieval stryker rep noticed pitting on medial and lateral aspects of the stem.